Event description:
The customer reported an employee who experienced hydrogen peroxide contact on her index finger. The employee was removing the load from a completed cycle. The customer reported that the vaporizer plate was not in plate. The employee reported white discoloration and discomfort. The employee saw a doctor and rinsed the contact site with cool water and covered it with gauze. The site was clear by the next day.

Manufacturer narrative:
.